Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an unexpected pump error multiple times normal use. Blood glucose level at the time of the incident was 8.9 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected replace battery now alarm noted during testing. Pump trace download analysis confirmed the pump alarmed low battery alarm, power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alarm, power loss alarm and replace battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The device was received with scratched case and minor scratched lcd window.